Manufacturer narrative:
The device was returned to olympus for evaluation and the reported "no image" issue could not be reproduced, and no fault was found with the unit. The device evaluation found that no image was displayed due to a faulty cable for the maj-554 camera head, possibly caused by the relocation transportation process. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was no image from the video processor. The issue occurred during reinstallation after the unit had been relocated. There was no patient or user harm reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the investigation results, a definitive root cause could not be determined. However, it is likely that the no image occurred due to a faulty maj-554 cable. The subject, otv-sc, is free of faults. The cause of the cable failure was unknown. Olympus will continue to monitor field performance for this device.